Event description:
During the insertion process, the filter cannot be opened after being released. There was no patient injury.

Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Manufacturer narrative:
A review of the manufacturing and inspection records for this lot was conducted, and no deviations or non-conformances were recorded. One sample was returned by the customer for review. The dilator, delivery catheter sheath, cartridge with filter inside. Visual inspection of the filter found that there were small plastic-like fragments found on the struts and legs of the filter. The most likely root cause of this defect is an issue with the lamination of the sheath's inner lining. It is possible that the filter legs penetrated the sheath during advancement, causing fragments of the lining to become trapped between the legs. This interference ultimately prevented the filter from expanding properly. Sustaining engineering project has been initiated to identify the root cause of the delamination issue and to develop and implement an appropriate corrective action. Additional information provided in d9, h3, h6 and h11.